Event description:
A (B)(6) male pt contacted zoll customer support to report that when a battery was inserted in his monitor red lights would flash and it would not power on. The pt was issued with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (system speaker hums, monitor will not power on) has been confirmed. Upon evaluation, the 5.4 v power supply was shorted. The cause was contamination inside the monitor, which corroded the tabletop board, sd card, and j1002aa on the defibrillator board and the j1, j101, j1001, j502 and u201 on the ca board. The cause of the inability to power on is the corroded components. The cause of the corrosion damages is contamination. The root cause of the contamination is likely liquid ingress. No adverse event resulted from the defective monitor. The pt received a replacement monitor.